Event description:
It was reported that patient has been experienced high blood glucose event on (b)(6) 2026 and treated with manual pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.